Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and the displacement accuracy test. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly during visual inspection. Device received with corroded battery tube.

Event description:
The customer reported via phone call that they were having issues with the adhesive on the sets, sensors were not sticking, and two weeks ago; they started having reactions to the tape. The customer's blood glucose level was 56 mg/dl at the time of the incident and was treated with food and glucose tablets. The customer¿s current blood glucose was 80 mg/dl. The customer had blisters and the tape were been irritating the skin. The customer was not reporting a skin issue not associated with sensor insertion site. The customer was experiencing low blood glucose for off and on for over a year. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not alleged that the insulin pump was over delivering. The device will not be returned for analysis.